Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there were signs of cosmetic wear and tear. However, the definitive root cause of the damage could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿always inspect the ultrasonic generator as described in this chapter before using. Also, inspect the ancillary instrument used in combination with the ultrasonic generator according to the instruction manuals. Should any irregularity be observed, do not use the ultrasonic generator and take proper measures by referring to chapter 8,¿troubleshooting¿. If the irregularity is still not resolved, do not use the ultrasonic generator and contact olympus. Using irregular instrument may cause a malfunction and may also result in an electric shock, burns and/or fire hazard. Anytime you observe an irregularity (error window, abnormal noise, abnormal odor, abnormal output, abnormal appearance, etc.), immediately stop using the instrument and check/inspect the ultrasonic generator by referring to chapter 8, ¿troubleshooting¿. If the irregularity is still not resolved after the check/inspection, use a spare ultrasonic generator and/or contact olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up has been performed to gather additional information regarding the reported event. However, to date no response has been received. In addition, the subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "falling apart". No harm was reported. No patient harm, no user injury reported .